Manufacturer narrative:
The technician identified that the reported event is attributed to a water hammering from the user facility's incoming water supply. Water hammering occurs when the flow of water is stopped to the sterilizer resulting in a surge of pressure from the incoming water supply. The high pressure exceeded the sterilizer's water pressure specifications causing the reported damage to the ck5 check valve. The user facility is responsible for ensuring that the facility water pressure remains within the sterilizer's operating specifications. The amsco 400 sterilizer operator manual states (3-1), "water pressure - water ejector specification is 30 to 50 psig (2.1 to 3.5 bar), dynamic." The operator manual further states (3-1), "water pressure supplied must be within specifications as shown on the equipment drawing. If pressure is too high, a regulator must be installed. If water pressure is too low, equipment performance will be affected." To address the issue, the technician replaced the water manifold and installed a water pressure regulator as well as a hammer arrestor to the facility's incoming water supply. The sterilizer was confirmed to be operating according to specification and returned to service. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the sterilizer and found that a bolt had broken off one of the check valves on the water manifold allowing water to leak onto the floor. The root cause of the reported event is attributed to the incoming water pressure. The water pressure became too high, exceeding the check valves limits causing the bolt to break off. The technician will replace the bolt and install a water pressure regulator. The sterilizer has been removed from service until the repairs are completed. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that their amsco 400 sterilizer was leaking water onto the floor. No report of injury.